Manufacturer narrative:
Upon receiving the device involved in the MDR event from a distributor, nakanishi conducted a failure analysis of the returned device that included measuring the temperature of the operating device [(B)(4)]. These activities are described in more detail below. Methodology used: nakanishi examined the device history record and the repair history for the subject z95l device [serial number (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. The repair history showed 2 service records (june 2013 and july 2015) since the device was shipped. According to the service records, after repairing the handpiece (replacement of cartridge, drive shaft and dog clutch), nakanishi performed all of the necessary operation checks. Nakanishi confirmed that all of the criteria were met. Nakanishi conducted temperature testing of the returned device in the following manner: temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure a temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000 min-1, which is the maximum rpm for the motor that drives the handpiece (200,000 min-1 for the handpiece), with water spray, and measured the exothermic situation. Nakanishi measured the temperature rise of the returned handpiece set at 200,000 min-1 (motor revolution 40,000 min-1). Nakanishi observed an abnormal temperature rise at test point (1) and (2) a few seconds after the start. Temperature measurements 10 seconds after the start are as follows: - test point (1): 57.9 degrees c. - test point (2): 80.1 degrees c. - test point (3): 26.2 degrees c. - test point (4): 27.5 degrees c. The rise in temperature was so sudden that the test was ended only 10 seconds into the planned 5 minute evaluation period. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed that the bearing retainer (ball retaining part) on the cartridge side was broken. Nakanishi took photographs of all of the disassembled parts and kept them in a file. Conclusions reached based on the investigation and analysis results: nakanishi identified that the cause of overheating of the returned device was due to frictional resistance generated by contact between the ball bearing part and the outer race (bearing outer metal part), which was generated by centrifugal action during rotation due to the broken ball bearing part. Nakanishi considers the possibility from many years of experience that the cause of the ball bearing part being broken was the ingress of foreign material into the ball bearing which interfered with rotation, in addition to abrasion caused by repeated use. A lack of maintenance causes the above situation, which will contribute to the handpiece overheating. Nakanishi took the following actions in order to prevent a recurrence of the handpiece overheating. Nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions. Nakanishi reported the above evaluation results to the dentist and reminded the dentist of the importance of maintenance and checking of the handpiece prior to use to prevent overheating, as instructed in the operation manual.

Event description:
On (B)(6) 2017, nakanishi received a phone call from a distributor saying that an nsk handpiece, z95l (serial no. (B)(4)), had overheated and burned a patient. Immediately upon receipt of the information, nakanishi contacted the dentist for further information. The details are as follows. The event occurred on (B)(6) 2017. The dentist was removing an inlay from a tooth #7 of the patient's upper right jaw using the handpiece, z95l. The dentist was made aware of a 1-centimeter blister that had developed on the right side of the patient's lower lip. The patient was under local anesthesia. There were no abnormalities in the handpiece prior to/during use. The dentist provided the patient with a burn ointment.